Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue between the system controller and the heartmate touch was not confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 8 days (07nov2022 ¿ 14nov2022, 13dec2022 per time stamp). Events occurring on 13dec2022 took place during testing at abbott. The driveline was disconnected from the system for a system controller exchange on 14nov2022 at 17:00:32. The log file did not contain any data relevant to the reported event. Pump operation was not affected. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The system controller was connected to a heartmate touch and was able to communicate with no issues. The reported event of a communication issue was unable to be reproduced during this investigation. Additional provided information communicated on 23nov2022 stated that there was no visible damage to the system controller power leads. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller passed all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was at a clinic trying to hook up to interrogate, but it did not connect. The ventricular assist device (vad) coordinator tried several different bluetooth connectors, power modules, and touches. The vad coordinator hooked up one of their loaner controllers and it worked. The controller would find the adaptor but would not locate the controller itself. It was definitely receiving power from the white cable, just seemed to not be sending data. The controller was exchanged, and a new backup controller was issued. There was no visible damaged on controller or power cable damage.